Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00989. It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-00989. Further follow-up indicates the lead migration was confirmed via x-rays. Effective therapy has been restored.